Event description:
It was reported that the implant model did not accurately represent the patient¿s remaining bone, resulting in a two-hour extension of the case due to improper implant fit.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.